Manufacturer narrative:
The device was not returned to the service hub for analysis; therefore, visual inspection and functional testing of the device could not be performed. A review of the device¿s 12-month service history did not indicate a similar event. Event logs and alarm history were not provided; therefore, could not be reviewed. The report stating the device did not alarm for air in-line could not be confirmed. Due to a lack of information, no probable cause could be determined for the device not alarming for air in-line.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a plum 360 infusion pump. It was reported via medsun mandatory medwatch report (#(B)(4)) which stated the following under the event section of the report: "leuovorin was infusing. Checked the medication administration record (mar) and noted the medication should have been completed. Never heard the pump beep or alarm. Assessed the patient and pump. Noted the medication was completed. Pump switched over to the d5w infusing at kvo (slow continuous infusion to keep vein open). Noted the line was completely full of air from the cassette to the patient. Infusion stopped. Line disconnected from the patient. Noted the line at her port had air as well. Drew back the air via a ns flush. Got blood return and flushed the line with saline. Patient denied shortness of breath (sob) or difficulty breathing. Per patient, she heard pump stop and click over to the flush. Stated I came in the room immediately after. Doctor notified. Patient observed for signs of respiratory/cardia discomfort for 30 minutes. Patient denied issues. Pump removed from room. Kept the medication line connected as found. Patient d/c stable and ambulatory. Doctors notified and aware. Patient aware as well." There was patient involvement, however, no harm was reported as a consequence of this event.